Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported the vitrectomy probe stopped cutting during a vitrectomy procedure. There was no impact to the pt.